Manufacturer narrative:
(B)(4). Device is combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in a coronary artery. A 2.25x12 synergy ii drug-eluting stent was advanced; however, it was noted that the stent became stuck on wire while outside the patient's body. No patient complications were reported.